Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is ongoing. Fsca initiated by hamilton medical ag, internal reference number: (B)(4). FDA ref: (B)(4).

Event description:
It was reported to hamilton medical ag, that: on (B)(6) 2026, during ventilation with the hamilton-t1 (pn 161006 / sn (B)(6) and the breathing circuit set (pn unknown / ln unknown), a high o2 alarm appeared as well as an exhalation obstruction alarm when nothing was being obstructed during ventilation. Patient involvement with no medical intervention and no patient, user or third-party harm was reported.